Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported the front casing broken. The functional evaluation found no faults; the device performed within expected parameters with no sign of overheating. We have not been able to establish a relationship between the reported event and the device. Probable cause could include the thermal safety inbuilt to protect the device whilst charging, device will pause charging when a set temperature has been reached as denoted in the instructions for use, which offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
The device used in treatment has been returned however no relationship was established between the reported event and the device. A visual inspection reported the front casing broken. The functional evaluation found no faults with the device and no sign of overheating. Probable cause could include the thermal safety inbuilt to protect the device whilst charging, device will pause charging when a set temperature has been reached as denoted in the instructions for use, which offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch machine stopped working, shutting down and it was not possible to charge it again. The device remained very hot and displayed an error saying to contact the supplier. The pump was changed so that the patient could continue with the treatment.